Manufacturer narrative:
Final device analysis reveals cap could be lifted away slightly from the pump surface, but still attached/functional.

Event description:
It was reported that the pump was explanted and replaced due to battery depletion. No pt symptoms or injury were reported. A follow-up report will be sent if add'l info becomes available to us.